Event description:
(B)(6) 2011 right hip replaced with biomet metal on metal magnum m2a cup (ref us157852, lot 849260) and head (ref 157446, lot 983620), taperloc microplasty femoral (ref 15-103203, lot 571490) and taper adapter (ref 139252, lot 615460); hip developed a "click" while walking, surgeon dismissed it as the it band rolling over the implant. Clicking steadily became worse, steadily developing weakness. (B)(6) 2018 hospitalized with kidney stone, uti and sepsis, significant hip pain. After discharge to skilled nursing facility, still significant pain in hip, weakness, leg and hip visibly larger than left side. After discharge from skilled nursing facility, prescribed physical therapy. Therapist believed clicking was not the it band, "knot" in thigh observed and continued to grow in size, hair loss started. (B)(6) 2018 x-ray showed bone loss in hip and femur around implant, MRI indicated large fluid filled pseudo-cyst in thigh. Blood ion test indicated very high chromium ions present. Cyst ruptured week prior to surgery for hip revision, continuously draining pink/tan fluid with a consistency of mucous. Implant removed (B)(6) 2018 after cutting part of femur out to remove the implant. Femur wired back together, cement spacer installed. Discharged to skilled nursing facility for 6 weeks of IV antibiotics for bone infection. The IV antibiotic treatment is done, surgical wound still draining pink/tan fluid. Right hip and leg still significantly larger than the left side, chronic weakness. Pending new hip installation mid-(B)(6) 2019.